Event description:
The facility reported a colleague infusion pump with failure code 570:320:544:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 570:320:544:0000 was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the assignable cause for this condition was assigned to use/user error.